Event description:
It was reported that "during the receiving inspection and labeling of the product, we discovered the packaging and the swg bent inside the box."

Manufacturer narrative:
Qn# (B)(4). The customer provided one photo for analysis. The photo circles bending of the guide wire within the sac packaging. The customer also returned one opened sac kit for evaluation. The kit was opened to further inspect the components. The protective tubing appeared to contain a bend along the entire body, resulting in slight bending of the guide wire. Once removed from the assembly, no obvious kinking was observed on the guide wire and microscopic examination confirmed the distal and proximal welds were present and intact. Significant creasing was observed on the kit packaging. The damage observed is consistent with defects related to storage and shipping. The packaging clearly states, "do not bend". Functional inspection of the guide wire was performed per the instructions for use (IFU) provided by the kit which states, "insert tip of guidewire through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle). At this point, the depth-marking entering hub shows that tip of wire leaves tip of introducer needle and enters vessel. If catheter/needle assembly is used , remove needle and insert guidewire through catheter into artery as described above." The guide wire was removed and reinserted through the catheter with little to no resistance. A manual tug test confirmed the distal and proximal welds were attached. The manufacturing site was previously consulted regarding the observed failure mode for related complaints. They indicated that the observed damage, in addition to the creasing in the packaging, is consistent with damage caused by shipping and handling. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "precaution: use of excessive force may damage catheter or guidewire. Do not use if package is damaged." An engineering change order (eco) was implemented in may 2018 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. This product was manufactured (may 2022) after the implementation date of the eco. The lidstock clearly states, "do not bend." The customer report of a damaged guide wire prior to use was confirmed through complaint investigation of the returned sample. When fully assembled, a bend was observed on the protective tubing and guide wire. Several folds and creases were additionally observed on the outside packaging. The guide wire met all relevant functional requirements, and a device history record review was performed with no relevant findings. The lidstock clearly states "do not bend." Based on the customer description and the sample received , storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.